Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 285-unknown); cause was not known. Insulin injection was administered to address bg. Customer reverted to using manual injections for insulin therapy. Tandem clinical diabetes specialist discussed event with the customer and reportedly, a different infusion set site was to be used to help address elevated bg.